Event description:
Patient had a revision hip approximately 2 years ago and a corail revision stem was used. The stem fractured. Patient indicates that he did not fall. Patient was brought to theatre on (B)(6) 2015 for a second revision and the fractured implant was removed. A reef implant was used to replace the corail revision stem

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: a review of manufacturing records and complaints databases did not identify any anomalies. The lab report, x-rays and products were reviewed by bioengineering and a report was received stating: the pre-operative x-ray shows the existence of 3 fixation devices protruding through the medial cortical wall of the right femur. The pre-operative x-ray shows an abnormal anatomy with the femoral head appearing to protrude into the sacrum. Post-operative x-ray shows the use of bone graft and cerclage wires. The stem fracture is clearly visible on x-ray pre revision. The returned products have been reviewed in detail within (B)(4) which made the following comments regarding the fracture: ¿the location of a shear lip and the appearance of the fracture faces suggest that a crack may have originated from the lateral side of the stem component. Under normal gait conditions in-vivo, the lateral side would be in tension while the medial side is in compression. After fracture initiation, the tensile stress acting on the lateral side may have caused the crack at the point of initiation to propagate medially through the stem until the ultimate tensile strength of the material was exceeded and final fracture occurred. The exit point of the fracture is believed to be on the medial side where the shear lip can be seen. However, this cannot be confirmed because the fracture faces on the stem appeared to have been worn. This suggests that they may have rubbed against each other in-vivo and the resultant material loss may have obliterated evidence on the fracture faces. A singular event may have initiated the crack. There was no mention of any contributing event in the information provided with this complaint. The reason for the fracture is unknown.¿ it is possible that a lack of proximal support for the implant either due to lack of osteo-integration of the proximal stem or due to the pre-existing defects on the medial cortical wall contributed to the failure. The presence of ha on the proximal region of the stem post revision is not an indicator of poor fixation (as indicated in (B)(4)) but the lack of evidence of bone on growth in this region does suggest to poor fixation. The resultant micromotion will have increased the stress on the distal region of the stem increasing the risk of fracture. Despite the observations noted above, based on review of all of the available information the root cause cannot be determined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).